Manufacturer narrative:
Review of patient records found several complaints regarding failure of external devices, which were replaced at the time of the complaint. No records were found alleging or indicating any failure or malfunction of any implanted components. It is unclear when the symptoms of migration began and the firm is unaware of any imaging that would confirm the position of the implant. There are no reports of any external trauma or excessive activities that may have caused or contributed to migration of implanted components. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat arm pain. The implantable pulse generator (ipg) was placed in the intraclavicular area with the implanted lead targeting the brachial plexus nerve. The system was activated on (B)(6) 2023 and remained in use for approximately 2 years. In (B)(6) 2025 the firm was notified that the physician felt the implanted lead may have migrated and was no longer covering the patient's pain pattern. The patient was scheduled for surgical intervention with the intention of either repositioning or replacing the lead and continuing to use the system. On (B)(6) 2025 the patient was brought in for revision. During the procedure the physician changed plan and decided to explant the system and not replace. The ipg was successfully removed however the lead was unable or too difficult to remove and was left in place.